Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the power cord was secured, the cart was powered off/on and the device turned on with no issue. The device wasn't returned because the issue was able to be troubleshooted and resolved. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer contacted the olympus technical assistance center (tac), to report the evis exera iii xenon light source could not turn on when testing "provations and felt the power box" needed to be tested or evaluated. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon ¿power cannot be turned on¿ was resolved by firmly connecting the power cords of the subject device and the cart. Thus, we surmised that the phenomenon occurred because the power cords of the subject device and the cart were not firmly connected, so the power supply to the subject device was insufficient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction for the h6 component code.